Manufacturer narrative:
The electrode lot number was bfj52 with an expiration date of 01-nov-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The initial sodium result was 123 mmol/l, and was questioned by the doctor. The repeat result from another cobas c8000 analyzer was 135 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The analyzer alarm trace contained numerous abnormal aspiration alarms in the 30 days prior to the event. This is an indication of pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The field service engineer found the cause was underlying issues related to sample quality at the site. The slider was worn and there was a possible sample probe occlusion. He replaced the slider on the sample mechanism assembly, the sample probe, and performed horizontal and vertical adjustments. He performed ise checks, calibration, qc, and precision checks successfully. The investigation determined that the service actions resolved the issue.